Event description:
Customer reported an anti-d antibody was missed on galileo while performing the pool cell assay.

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retention capture-r ready screen (pooled), lot n189 used by the customer at the time of the event. Customer's returned sample exhibited 3+ hemolysis and was qns for galileo testing. Hemagglutination tube testing was performed using retention panoscreen I, ii, and iii, lot 02212. Testing was performed at all temps and immuadd was used as potentiator. Sample was nonreactive in all testing.